Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink non-dehp solution set disconnected from an unspecified micron extension set. The reporter stated that the extension set "popped off" of the primary tubing while it was being attached to the primary tubing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.